Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle meter. The customer obtained readings of 40 and 350 mg/dl. When plotting the values using the parkes error grid, the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Investigation results are not available at present. When completed, results will be sent in a follow-up report.